Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, the orvil failed to pass through esophagus and detached prematurely on third try. To correct this condition, the patient was opened and the case was completed. The current patient status is fine. There was an unanticipated extension of incision by more than one inch - from the lap to midline open incision. There was no unanticipated blood loss of 500cc's or more. There was a delay in surgery time of over 30 minutes. No device fragment fell into the patient cavity.